Event description:
It was reported that an unspecified number of syringe 50ml ll precise experienced damaged or open unit packages/seal where sterility was compromised. Product defect was noted before use. The following information was provided by the initial reporter: the appearance of the package has black fiber foreign matter visible to the naked eye, and the package was incomplete.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-07-15. H.6. Investigation summary fifteen photos and thirteen samples were received by our quality team for evaluation. Visual inspection of the photos and samples showed dust foreign matter on the syringe and packaging and embedded black dot foreign matter on the bottom web. There was no package damage observed from the sample returned and the samples were subjected to the package integrity test and passed the test. Therefore, the customer experience of foreign matter was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The black dot embedded foreign matter was sent for ftir (fourier transform infrared spectroscopy) testing to determine the foreign matter type. The results showed a few peak similarities with that of the packaging material while no good match was available in the library. The probable root cause of the dust foreign matter on the syringe and packaging could be due to inadequate housekeeping after changeover from types of syringe on the manufacturing line, thereby causing dust stick on the syringe or dust to fall into the syringe package during production. The root cause of the embedded foreign matter could not be determined as no good match of the foreign matter was available. It likely could have been transferred from the supplier manufacturing environment during the manufacturing process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 50 ml ll precise experienced damaged or open unit packages/seal where sterility was compromised. Product defect was noted before use. The following information was provided by the initial reporter: the appearance of the package has black fiber foreign matter visible to the naked eye, and the package was incomplete